Manufacturer narrative:
Doctor implanted the plate such that the compression slot was placed over the joint and a compression screw was not used in the slot. This is not a recommended technique detailed in the accompanying surgical technique guide.

Event description:
The event included the fracturing of an implanted mtp plate at the compression slot after being implanted for 105 days. The affected hardware was able to be fully removed.